Event description:
It was reported that the biomed stated that the neonatal intensive care unit nicu sent the arctic sun device for evaluation. They had issues with it cooling a neonate below the target and not seeming to warm. Biomed stated the event log shows alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), and 50 (patient temperature 1 erratic). Biomed provided s/n (B)(6). Informed biomed the alarms 11, 15, and 50 were erratic patient alarms. Explained this could be due to placement of the temperature probe, if the probe was not reading correctly, and issues with the temperature cable. Informed biomed it was best if they call the helpline to troubleshoot while on the patient as might have been able to assist with correcting the issue and being able to continue therapy on this device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. The investigation was not completed for this event, as it is a duplicate event. If additional information is received, a supplemental report will be sent. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the neonatal intensive care unit nicu sent the arctic sun device for evaluation. They had issues with it cooling a neonate below the target and not seeming to warm. Biomed stated the event log shows alarms 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), and 50 (patient temperature 1 erratic). Biomed provided s/n: (B)(6). Informed biomed the alarms 11, 15, and 50 were erratic patient alarms. Explained this could be due to placement of the temperature probe, if the probe was not reading correctly, and issues with the temperature cable. Informed biomed it was best if they call the helpline to troubleshoot while on the patient as might have been able to assist with correcting the issue and being able to continue therapy on this device.